Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. Upon triage service found that the pump is under/over delivering.

Manufacturer narrative:
An investigation of kangaroo epump was performed for the reported condition of: the unit over/under delivers. The unit was triaged and the complaint could not be confirmed. Unit passed all testing. The unit was manufactured in 2015. A review of the device history record shows this device was released meeting all manufacturing specifications.